Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera and ps2 power supply were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.